Event description:
The customer reported that a pt had a first degree burn. It was minor with no treatment other than silvadene applied. The burn was just below the incision and was approximately one inch long. A covidien forcefxc generator was in use with the hand piece. The arcing/sparking caught the lap sponge on fire. The fire was extinguished immediately with no further injuries.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.